Event description:
Clinical study name: disrupt-af clinical study ID: na. Clinical patient ID: (B)(6). It was reported that during a procedure, a faradrive sheath was selected for use. However, the patient experienced a pseudoaneurysm during vascular access, which required intervention as per the protocol definition. The pseudoaneurysm was discovered at the one-week follow-up, and the patient was admitted to the inpatient setting. On (B)(6) 2025, a vascular team performed an ultrasound-guided thrombin injection to the right femoral artery. The complication occurred at the same site, the right groin, but the pseudoaneurysm was in the right artery, while the sheath was inserted into the right femoral vein. The patient denied any pain, swelling, or ecchymosis in the right groin. Upon examination, the patient was found to be neurologically intact and able to ambulate without the use of assistive devices. Palpable pulses were noted in the right femoral, dorsalis pedis, and posterior tibial arteries. The right groin puncture site was soft, flat, and dry, with no bruising or erythema observed. The device will not be returned as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.